Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported some of their teeth are chipped due to the aligners. Patient will be getting the chips fixed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.